Manufacturer narrative:
The delivery catheter was returned for the reported event of premature separation, break and connection problem. The reported events of premature separation and connection problem was confirmed and attributed to a manufacturing issue. Visual examination found the tethers were in the misaligned position and the catheter was bent due to procedural damage. X-ray examination found the release tether was slipped inside the tether screw, as the torque coil was offset and the align offset was out of specification. The cause of the reported event of premature separation and connection problem was the slipped tether due to a manufacturing issue.

Event description:
Related manufacturing reference number: 2017865-2023-25308. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Prior to the procedure, it was noted that the physician had difficulty docking the lp on the catheter. Once the lp was docked and the device was inside the patient, the lp prematurely separated from the catheter. When the delivery catheter was removed, it was noted that the tethers had broken. The lp was removed with a retrieval catheter. There were no patient consequences.